Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that post-treatment procedure the patient experienced an allergic reaction. The target lesion was located in the mid left anterior descending artery. This 3.00x16mm promus premier was deployed. Post procedure the patient experienced an unexplained ¿macular rash¿ on their chest and face. The patient was treated with chronic steroid treatment. The patient has had no medication changes since or immediately before stent implantation and did have a history of a a non-bsc stent placed sometime before the premier and had no problems with that.